Manufacturer narrative:
Failure (event) observed during analysis. External insulation abrasion was noted at 7.9-8.2cm and 8.1-8.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.0-10.5cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.